Event description:
A customer reported that air bubbles started to form in the cartridge 24 hours after a cartridge change. There was no reported impact to the customer¿s blood glucose level. The patient declined additional troubleshooting for the issue, and the case was documented and closed by customer technical support with no further action required.